Event description:
It was reported that the pump was explanted on (B)(6) 2012 due to erosion of the pump pocket. The pump was not replaced. The patient had symptoms of drainage and incisional wound opening at the pump pocket. The patient status at the time of the report was no injury or adverse event. The device system was used to deliver lioresal. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).